Event description:
It was reported by service report that the fowler would not fully support weight, would slowly lower when weight was applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler clutch/brake.